Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Procedure: urogynecological. According to the rptr: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Avaulta solo synthetic support system anterior (ref # 486100, lot # huua0194), avaulta solo synthetic support system posterior (ref # 486200), and align to urethral support system (ref # brd600hh, lot huua0192) were reported to be used/implanted during this procedure.